Event description:
It was reported that a patient underwent a sling procedure in 2002. In (B)(6) 2002, the patient was examined for incontinence. In 2003, urethral bulking was done. In 2006, a first stage cystocele found with erosion. Currently, the patient is at the hospital and does not have an erosion of the sling. The patient has a second degree cystocele. The sling remains implanted. No additional information was provided.

Manufacturer narrative:
(B)(6). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.